Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cycler's cassette door when removing the cassette from the cycler after cancelling pd treatment during the call with technical support. The patient's contact reported receiving multiple air detected in cassette alarms during an unknown phase and after which they received multiple drain complication encountered alarms during drain 3 of 4, and a patient line is blocked alarm during an unknown phase prior to the leak. It is unknown at which point in therapy the leak may have begun. The source of the leak is unknown. The patient's contact was advised to discontinue the use of the cycler and follow up with the peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn reported that treatment was completed with the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. A replacement cycler was shipped and the reported cycler was scheduled to be picked up to return to manufacturer, however, the pdrn is unsure if the replacement was received or the reported cycler was returned.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cycler's cassette door when removing the cassette from the cycler after cancelling pd treatment during the call with technical support. The patient's contact reported receiving multiple air detected in cassette alarms during an unknown phase and after which they received multiple drain complication encountered alarms during drain 3 of 4, and a patient line is blocked alarm during an unknown phase prior to the leak. It is unknown at which point in therapy the leak may have begun. The source of the leak is unknown. The patient's contact was advised to discontinue the use of the cycler and follow up with the peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient and the cycler was scheduled for pick up. It was reported that an alternate treatment option was available. Upon follow up, the pdrn reported that treatment was completed with cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn is unsure if the cassette used by the patient is available nor if the patient has received the replacement cycler or returned the previous cycler.